Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was inserted via the right vena subclavian successfully. The catheter was sutured at the suture wing and an additional loop around the catheter body. The catheter's position was checked by radiology. The catheter was aspirated without difficulties. At an unspecified time later, it was noticed that either the infusion solution or the perfusion solution came out at the puncture site. As a result, the catheter was removed and replaced without issues. The patient outcome is okay.